Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
On (B)(6) 2013 patient's mother reported patient was admitted to the hospital. Mother stated that on (B)(6) 2013 patient's father found him unresponsive on the floor. Mother reported the father called emts and they transported the patient to the hospital. Mother stated the patient was diagnosed with low blood glucose level. Mother reported she does not know what the patient's blood glucose reading was upon admittance to the hospital and does not know if any further blood glucose readings have been taken since the patient has been in the hospital. Patient is currently in the ICU. Mother stated the patient just woke up on (B)(6) 2013. Mother reported the doctor told her that the infusion device required replacement as they felt it was not functioning as it is intended. Mother stated the doctor reported the infusion device was unable to enter carbs and determine what to take for boluses. Educated mother that the infusion device does not function that way. On call back mother reported the patient's target blood glucose level is no less than 100 mg/dl. Patient stated he does not know if additional stress was related to the low blood glucose event. Patient reported he does not have any idea of what caused the low blood glucose event. Patient stated he has no allegation against the infusion device. Patient is not currently attached to the infusion device; insulin has been given to him via a pen. Patient reported he was admitted to the hospital on (B)(6) 2013 and will be discharged today. Patient reported this is the 3rd time in the last 2 months that he has been unresponsive. Patient stated the first 2 times, the ambulance came, transported him to the ER, and he was given something to eat and drink and then was released. Patient reported he was not admitted to the hospital on those 2 occasions. Patient could not recall the exact date of the other incidents but stated it has been in the last 2 months. Patient stated he had no allegations against the device for those 2 times as well. Patient declined offer to replace the infusion device. Submitted request for assistance. On (B)(6) 2013 medical liaison reported speaking with patient and that patient will be seeing his endocrinologist this week. Medical liaison stated patient will receive diabetes education from his hcp in the office; to call if he has further questions. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.